Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The patient reported check belt messages.